Event description:
During an atrioventricular nodal reentrant tachycardia ablation, the contact force could not be read and could not be reset to zero, either on the ensite gui or manually on the tactisys. The tactisys was power cycled and then replaced, but the issue persisted which resulted in a prolonged procedure. The catheter was replaced and the procedure was completed without any patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue was confirmed. Contact force was lost when light pressure was applied to the distal tip. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. Log file analysis indicated that no contact force was displayed when the catheter was connected during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.